Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: manufacturer¿s analysis confirmed the customer comment that the output connector assembly was broken and that two knobs were missing from the device. It was also noted that the hanger assembly of the device, along with one case screw, were contaminated. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the external pulse generator had a broken ventricular output and was missing two knobs. The external pulse gene rator has been returned for repair. There was no patient involvement.